Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical records review: based on a review of the medical records received: the vena cava filter was indicated for a history of dvt. Access was gained to the right internal jugular vein, and a venacavagram demonstrated no evidence of extension of the dvt into the common iliac vein or ivc. The filter was deployed successfully in the infrarenal ivc without incident. Conclusion: neither the device nor images were received. Medical records were provided. The medical records allege the filter was deployed successfully inferior to the renal veins. The filter was reportedly in an appropriate position. There are no alleged deficiencies stated within the medical records. The investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) contains an illustration of the retrieval of the denali filter using an intravascular snare. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that no filter retrieval attempts were made, and there was no patient injury. Based on medical records provided by the patient, the vena cava filter was successfully deployed for a history of dvt. No additional medical records were received for this patient.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. The investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) states: - warning: remove the denali filter using an intravascular loop snare only. - precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. - procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately five months post vena cava filter deployment, the filter allegedly could not be removed. No other pertinent medical information was provided surrounding the event. Current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for the alleged retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4(expiry date: 12/2016). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that the filter could not be removed. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.